Manufacturer narrative:
The product investigation lab (pil) has verified that the navigation ring located on the top right portion of the front bezel operated in an intermittent fashion. With the front bezel containing the navigation ring installed onto the standard test bed (stb), it was noted that the navigation ring did not operate as expected. The pil technician performed a temporary install of the printed circuit board assembly (pcba) portion of the navigation ring but verified that this did not fix the issue noted in the complaint. The pil technician verified that the navigation ring issue was due to the portion of the navigation ring that was fitted into the bezel itself. The accept button did operate as expected. The technician also verified that the switch panel power assembly power on button and all light emitting diodes (leds) associated with the switch panel power assembly of the front bezel operated as expected. D4 - product UDI number is corrected.

Event description:
Philips received a complaint from the hospital medical examiner (me) on the v60 indicating that the navigation ring was repeatedly not responding. It was reported that there was no patient involvement at the time the issue was discovered as the issue was found during pre-use checking. The device kept operating when the issue was observed. The device was replaced with the same model. A setting change screen was entered when the failure occurred, the jumping value did not accept and change therapy without pressing a button, the touchscreen allowed the user to change, accept, or cancel the value, and the ventilator output/delivered therapy did not change without any user input. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse therefore replaced the front bezel, cleaned the device, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.